Event description:
The suspect device user was not feeling well and user used the device to check their blood glucose. User obtained results of 508, 512 and 507 mg/dl. User went to the hosp and a lab glucose was 120 mg/dl. No treatment provided. Controls were not used. International test strips were being used. The device was replaced and requested to be returned for eval.